Event description:
It was reported by a customer complaint that the pt was hospitalized after they had an epiosode where they lost consciousness. It was reported that the pt's blood glucsoe level was measured at admit as being in the "teens." It was reported that a review of the pump's history log does not indicate any alerts or alarms. Additionally the bolus history was reviewed and everything was correct. The pt requested a review of the device to rule out any device related issues as the source of the incident. As of the time of this report the reporter has not yet returned the device to the MFR for evaluaton.